Manufacturer narrative:
A third-party service agent verified the reported issue, and confirmed the issue to be the result of the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot- up cycle during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
The device has been returned to the customer, per their request, therefore further root cause could not be determined. The cause of the reported issue was isolated to the system pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot- up cycle during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot- up cycle during inspection. There was no patient use associated with the reported event.